Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in out complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a steer caster and a break caster inoperable. Per the hill-rom svc manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced both casters to resolve the issue. Based on this info, no further action is required.